Manufacturer narrative:
Additional information: d4: unique identifier: (B)(4). D9: device available for evaluation?: yes. Returned 25-oct-2022. Claim#(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -10.00/+1.5/111 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown.